Event description:
It was reported by the customer that a pyxis medstation es system experienced tower door 1 failure, which prevented users from accessing medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction of tower door 2 was due to faulty micro switches on the latch assembly. A field service engineer replaced the faulty micro switches to resolve the issue. Additionally, the barcode scanner at the station was not functioning correctly. The engineer replaced the barcode scanner and reprogrammed it to ensure proper functionality at the station. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.